Event description:
Customer reported he has a recurring failed selftest alarms. Multiple alarms were found in the alarm history. Customer stated the alarm did not occur during the rewind/prime sequence. Customer was advised to rewind and program date and time and then program a normal or easy bolus into the air; bolus amount was recorded in the bolus history. Blood glucose value is 160 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during self-test due to faulty connector at remote frequency board. The device was received with cracked case at display window corners and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.